Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: partially missing retainer ring, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, a "battery failed: insert a new aa battery" message immediately appeared. Unable to upload pump files due to the recurring error message. The case was cut open. After visual inspection, the battery compartment is corroded. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After placing the original pcba2 onto a known good pcba1 and putting them back into the known good case, the error message reappeared. After placing a known good pcba2 onto the original pcba1 and putting them back into the known good case, the error message finally disappeared. In summary, the customer¿s report of a crack in the case was confirmed during testing. The battery failed error is due to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.